Event description:
It was reported that the patient was treated for chronic neck and back pain related to large breast size. A needle tip (2 cm needle fragment) broke off in patient's left breast during a breast reduction procedure. This required two additional surgeries to remove the tip. It is reported that scarring and pain resulted.